Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials shows each unit should include gloves (latex) a review of the designer system shows gloves (latex) was added to revision. After review of the manufacturing records, we confirmed there was no problem with the build of the pak. The pak was built correctly with the correct glove type. No action will be taken for this occurrence, a manufacturing records review confirmed this finished goods lot was built correctly. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the several packs with latex gloves. Timing of the event as unknown. The procedure type was unknown. There was no report of patient harm. Additional information received that the no harm to patient and procedure was completed with the pack.